Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply connection was repaired during the service call. The sys was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 sys had blank images and the kv and ma went to maximum during a case. No pt injury was reported.